Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited increase in threshold. The lead was revised and post revision (since (B)(6) 2020) threshold aborted due to high threshold. The lead remains in use. No patient complications have been reported as a result of this event.